Event description:
The doctor tested the instrument started the case and received an error 5 instrument error at the beginning of the resection. The doctor tested the instrument using the user initiated test and the instrument passed the test. The doctor began to use the instrument again and received another error 5 instrument error. The doctor swapped the device and completed the case with no pt consequence. One device to be returned for analysis.